Event description:
It was reported by service report that the cot could not be locked into place in the ambulance. The locking rail assembly was reportedly worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking rail assembly.